Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was an upstream occlusion alarm. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the upstream occlusion sensor. As a result, the upstream occlusion seal/sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump failed psi testing. During physical inspection, it was found that there was an upstream occlusion sensor issue. There was no patient involvement, no injury was reported.